Event description:
Thirty-nine-year-old female presented to ((B)(6) hospital) for elective robot assisted laparoscopy for myomectomy for fibroid uterus. During the procedure, the permanent cautery spatual 8mm broke out of the elbow of the robot during use inside the patient's abdomen. The surgeon was unable to remove the broken instrument and the procedure was converted to an open procedure and the piece was removed.